Event description:
The initial reporter stated they received questionable results for two samples collected from the same patient tested with elecsys troponin t hs on a cobas e 801 analytical unit. The troponin t results did not agree with the patient's clinical presentation. On (B)(6) 2026, the first sample collected from the patient resulted in a troponin t value of 3044 ng/l. This first sample was diluted 1:5, resulting in a raw value of 659 ng/l which calculates to a final value of 3295 ng/l when accounting for the dilution factor. The first sample was diluted 1:10, resulting in a raw value of 370 ng/l which calculates to a final value of 3700 ng/l when accounting for the dilution factor. The first sample was diluted 1:100, resulting in a raw value of 41 ng/l which calculates to a final value of 4100 ng/l when accounting for the dilution factor. The first sample was diluted 1:2 with polyethylene glycol and resulted in a troponin t value of 561 ng/l (35 % recovery). When this sample was diluted 1:2 with nacl, the result was 1657 ng/l. It was noted that the polyethylene glycol reagent expired in 2015. On (B)(6) 2026, the second sample collected from the patient resulted in a troponin t value of 1563 ng/l. This sample was tested with a non-high-sensitive troponin I assay on the radiometer aqt analyzer, resulting in a troponin I value of 1.7 ng/ml. This sample was tested using the beckman dxl troponin I assay, resulting in a value of 4525.7 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). A sample from the patient was provided for investigation. The investigation is ongoing.